Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that high impedance issue was observed on five out of the eight contacts resulting in the patient experiencing ineffective stimulation. Upon intraoperative testing, the high impedance issues was confirmed to be due to an extension issue. Lead measurements were stable. The extension was explanted, and a new extension was implanted. There were no complications during the procedure and effective therapy was re-stored post-surgery.

Manufacturer narrative:
The reported high impedance was confirmed. Microscopic inspection of the device identified wires detached from all the electrodes in the header. This caused all channels to be electrically open. This would have caused the high impedance and contributed to the patient¿s loss of therapy. Due to the observation of high impedance prior to the revision, the root cause of the issue is the extension being subjected to an overstress condition or sudden event while in vivo.